Event description:
A new ablation catheter was opened. There were no signals/fuzzy signals on catheter poles 17 and 18. The cable was replaced and it was determined that the problem was not the pin junction box. The case proceeded as normal per physician.